Manufacturer narrative:
The device was returned for analysis. There was no reported device malfunction associated with the emboshield nav6. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the case information, the reported patient effects of removal of foreign body and additional non-surgical treatment were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The barewire referenced is being filed under a separate medwatch number.

Event description:
It was reported that the procedure was to treat an artery in the lower extremities. The emboshield nav6 embolic protection device (epd) and the barewire were placed and then the patient received atherectomy in the vessel. When the filter was attempted to be retrieved, it was noted that the tip of the barewire had detached and had moved to a side branch of the peroneal artery. A snare was used to retrieve the filter; however, the tip of the barewire remains in the patient. No additional information was provided.